Manufacturer narrative:
Concomitant medical product: product ID 37092 serial# unknown, product type multiple therapy section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week or two ago they started having issues with their patient programmer not communicating with their implanted neurostimulator (ins) when they try to turn their therapy on/off as needed (the patient electively turns therapy off every night). The patient stated that they use an antenna with the patient programmer. The patient initially thought the batteries in the patient programmer just needed to be replaced, so they replaced the batteries with duracell aaa. After replacing the batteries, the patient saw the splash screen (medtronic 2.1) for a "good while," then it finally changed to the poor communication screen. The patient said last night it probably took 5 minutes for them to turn therapy off, and today they were afraid to turn therapy back on in fear that they might not be able to turn it off again. During the call, the patient confirmed they were using regular alkaline (duracell aaa) batteries in the patient programmer. The patient got the 'poor communication' screen when they used the antenna, but communication was successful after they detached the antenna from the patient programmer and placed the patient programmer directly against the ins. The patient mentioned that the dbs therapy "don't work too good" with therapy turned off. The patient confirmed they were able to turn therapy back on during the call and they could feel the stimulation. Agent reviewed that the communication issue appeared to be caused by the antenna, so agent sent an email to the repair department to replace the antenna. Agent advised the patient to call back if the issue persists with the replacement antenna. Agent also sent an email to prs to update the patient's phone number. Additional information was received from the patient stating that she is still experiencing the same issue as previously reported. The patient stated that her therapy is currently turned off. Patient services (pss) had the patient unplug the patient programmer antenna and attempt to synchronize the implantable neurostimulator (ins) to the programmer. The patient was able to successfully connect the programmer to the ins and resume therapy. The patient confirmed they are using regular non rechargeable batteries. Pss sent an email to repair to replace the patient programmer.